Manufacturer narrative:
MDR (B)(4) / initial 5 of 8 e1 : establishment name : ypsomed ag street : weissensteinstrasse 26 city : solothurn country : switzerland postal code : ch-4503 phone : +41 34 424 45 51 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It is reported that the patient faced occlusion issues with eight sets on (B)(6) 2026 which leads to high blood glucose and was treated by bolus delivery.